Event description:
The following information was reported: device jammed during deployment. Aborted deployment successfully and held manual pressure for less than 30 minutes with out any issues. Procedure: coronary. Stick location: common femoral artery.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle with the procedural sheath pulled back against the shuttle. The advancer tube was engaged to the distal tamp lock, covering the balloon proximal bond and the sealant was separated from the device. It is unknown whether the condition/orientation of the device was due to user manipulation or transit to access closure. The advancer tube and catheter shaft were inspected for presence of deformity that may have obstructed the device path during deployment. No evidence of anomalies was found. The review of the lhr (lot f1408707) indicated that the device lot met all established performance criteria prior to shipment. During investigation, both the shuttle cartridge and introducer sheath moved freely on the catheter shaft. Based on the provided information and the investigation performed, the reported deployment jam was not confirmed and the root cause could not be conclusively determined.